Manufacturer narrative:
Testing of the 1w laser cluster probe did not find any faults with the probe. Thor has done a probe temperature test, running the probe for 10 minutes. At 0 sec, the probe temperature measured 21.4 degrees c, at 1 min it had reached 21.4 degrees c, at 10 mins it measured 28.2 degrees c.

Event description:
Used on patient's posterior neck for 3 minutes on one side of the neck, took a 5 minute break, treated other side - the probe got very hot after 2 minutes. No burns or post laser irritation reported. Practitioner used it that evening on their abdomen, probe got hot after 90 seconds. After not using it for a week, practtioner used it over their knee for 3 minutes, probe did not get hot.